Manufacturer narrative:
Batch review performed on 08-aug-2024: lot 2313360: (B)(4) items manufactured and released on 27-sep-2023. Expiration date: 2028-09-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 08-aug-2024: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot 2307534: (B)(4) items manufactured and released on 08-aug-2024. Expiration date: 2028-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 5 months after primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the glenosphere and the surgery was completed successfully.